Manufacturer narrative:
H.6. Investigation: one actual sample was received by our quality team for evaluation. Upon visual inspection of the sample it was observed that the valve had moved towards the cannula hub luer side. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage is due to the injection valve moving within the cannula hub. CAPA#(B)(4) was initiated.

Event description:
It was reported that "propofol" back-flowed and leaked from the bd venflon¿ pro safety peripheral safety IV catheter through the secondary port during a c-section. The following information was provided by the initial reporter: our customer complained that there was a back flow of medication (propofol), through the secondary port while they were administering the medication trough the secondary port with 20ml syringe. This happened during urgent operation (cesarean section).they noticed that the valve moved forward while using the secondary port. They noticed the same problem before with different lot numbers and different gauge sizes (they use mostly 18g and 16g cannulas). After the valve moved and the medication started to leak out while administering propofol, they had to insert new cannula. The application of medication was delayed due to the cannula issue. It was a life threatening situation.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that "propofol" back-flowed and leaked from the bd venflon¿ pro safety peripheral safety IV catheter through the secondary port during a c-section. The following information was provided by the initial reporter: our customer complained that there was a back flow of medication (propofol), through the secondary port while they were administering the medication trough the secondary port with 20ml syringe. This happened during urgent operation (cesarean section).they noticed that the valve moved forward while using the secondary port. They noticed the same problem before with different lot numbers and different gauge sizes (they use mostly 18g and 16g cannulas). After the valve moved and the medication started to leak out while administering propofol, they had to insert new cannula. The application of medication was delayed due to the cannula issue. It was a life threatening situation.